Event description:
After the nail was inserted the surgeon felt he needed to ream further. In the process of backing out the nail, the threads of the hammer pad broke in the nail. The nail could then not be removed. The surgery was extended approximately 2 hours due to the problem.

Manufacturer narrative:
Examination of the returned instrument confirmed that the tip had broken off. Evidence suggests that the tip broke off due to a cantilever load movement. Examination was not possible for the reported back-out, as the product was not returned. Provided information states the patient had poor bone quality and that there was no product contribution. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.